Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02730. Follow up information identified the patient had a failed trial, and the leads were explanted, as previously reported. Further information was requested but not received.

Manufacturer narrative:
Patient¿s dob is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-02730. It was reported the patient was to undergo a drg trial implant procedure on (B)(6) 2019 and the physician implanted two leads. While the patient was in recovery, the patient reported the pain behind the leg was worse when laying down. To address the issue, the physician explanted the two trial leads.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02730.